Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal branch into the left anterior descending artery. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it could not advance through the lesion. However, when the stent was pulled back, the stent came off the balloon. After noticing the stent was off the balloon a small 1.2mm emerge balloon was advanced into the undeployed stent which was half way into the guide. The emerge balloon was inflated slightly to capture the stent into the guide catheter. The whole system was removed as one unit and everything was withdrawn. Then the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal branch into the left anterior descending artery. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it could not advance through the lesion. However, when the stent was pulled back, the stent came off the balloon. After noticing the stent was off the balloon a small 1.2mm emerge balloon was advanced into the undeployed stent which was half way into the guide. The emerge balloon was inflated slightly to capture the stent into the guide catheter. The whole system was removed as one unit and everything was withdrawn. Then the procedure was completed with a different device. There were no patient complications reported. It was further reported that the lesion was 40% stenosed after preparation treatment and the stent tracked well into the lesion.

Event description:
It was reported that stent dislodgement occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified diagonal branch into the left anterior descending artery. A 3.00 x 12mm synergy xd drug eluting stent was advanced for treatment but it could not advance through the lesion. However, when the stent was pulled back, the stent came off the balloon. After noticing the stent was off the balloon we used a small emerge balloon 1.2mm to go into the undeployed stent which was half way into the guide and inflated it slightly to capture the stent in the guide. They then removed the whole system as one unit and everything came out. Then the procedure was completed with a different device. There were no patient complications reported. It was further reported that the lesion was 40% stenosed after preparation treatment and the stent tracked well into the lesion.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 12mm stent delivery system was returned for analysis. The device was returned without the stent attached. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and there were no signs of positive pressure applied. Crimp markings were visible. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues along the shaft. No other issues noted with device.